Manufacturer narrative:
The lead was surgically abandoned and replaced. As the lead will not be returned for analysis, the clinical observations cannot be confirmed.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds. The physician suspected for a possible micro-dislodgement but no x-ray was performed. Furthermore, there was no loss of capture observed. The rv lead was surgically abandoned. No additional adverse patient effects were reported.